Manufacturer narrative:
The device was manufactured august 4, 2020 - august 5, 2020. The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused during a patient infusion. The device had been filled with flucloxacillin, 8g and citrate buffer in 230 ml 0.9% sodium chloride. After the 23 hour infusion was completed, there was approximately 20% residue remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.